Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and caval thrombosis. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and thrombosis and/or occlusion within the device or the ivc and/or the vasculature does not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and caval thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d10, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and caval thrombosis. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc, approximately seven years post implant. The patient also reported anxiety related to the filter. According to the medical records the filter was implanted prophylactically, prior to an open aortoiliac aneurysm repair in which the patient was also diagnosed with extensive left leg deep vein thrombosis (iliofemoral, popliteal and tibial). Prior to the filter implant the patient was treated with thrombolytic infusion and pharmomechanical thrombectomy, which revealed an obstructing lesion at the proximal left common iliac artery (may thurner¿s syndrome). The filter was placed via the right common femoral vein and was deployed at the l3 level. There were no complications, and the patient tolerated the procedure well. Angiographic findings noted a patent right iliac vein as well as inferior vena cava (ivc), which is free of thrombus and reflux into the left iliac vein. Ten (10) angiographic images were provided. The images are not labelled with a date or patient identifier and no dictated radiology report was provided. An ivc filter is depicted in the images. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and thrombosis and/or occlusion within the device or the ivc and/or the vasculature does not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly

Event description:
According to the medical records the filter was implanted prophylactically. The patient had extensive left leg deep vein thrombosis (iliofemoral, popliteal and tibial) and the need for open aortoiliac aneurysm repair. Prior to the filter implant the patient was treated with thrombolytic infusion and pharmomechanical thrombectomy, which revealed an obstructing lesion at the proximal left common iliac artery (may thurner¿s syndrome). The filter was placed via the right common femoral vein. It was deployed at the l3 level. There were no complications, and the patient tolerated the procedure well. Angiographic findings noted a patent right iliac vein as well as inferior vena cava (ivc), which is free of thrombus and reflux into the left iliac vein. Ten (10) angiographic images were provided. The images are not labelled with a date or patient identifier and no dictated radiology report was provided. An ivc filter is depicted in the images. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc. The patient became aware of the reported events approximately seven years post implant. The patient continues to experience anxiety related to the filter.